Event description:
User experiencing low sodium results on multiple samples which, when repeated, give higher values. The following example was provided: initial 117 mmol/l, repeat 136 mmol/l. The initial results were not reported. The field service representative determine the cause to be low calibration values caused by old or contaminated calibration solutions. The solutions were replaced.